Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large and glidescope core smart cable, connection was lost to the monitor several times. The reported event occurred while intubating a patient in the ICU. The procedure was completed using a back-up glidescope device which was made available right away. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large and glidescope core smart cable were sent to the customer and the customer's video baton and smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the customer's smart cable to a known, good, test equipment the image was observed to be stable and clear. The technical service representative then connected the customer's video baton to a known, good, test equipment, and observed the image cut out. The camera image quality test was performed and failed. The image issue was isolated by the verathon technical service representative to just the video baton. Upon completion of the evaluation, the customer's glidescope video baton 2.0 large and glidescope core smart cable were scrapped as they had already been replaced prior to their return for evaluation. Corrective action is not required at this time. Verathon will continue to monitor for trends.